Event description:
The customer reported that the images created on siemens mammographic system were sent to the reported device. The shown values in ra1000 are incorrect. There was no reported pt injury associated with this event.

Manufacturer narrative:
Investigation revealed that the siemens image had missing pixel spacing in header and the siemens modality was sending data in a manner inconsistent with other mammography scanners. In addition, estimated radiographic magnification factor is not being used in the header. (B)(4).